Event description:
**Update**(B)(4) 2013 - sales rep reported patient underwent right hip revision procedure due to pain. The part/lot was provided.

Event description:
**Update** (B)(4) 2013 - medical records were obtained for both hips. Medical records indicate patient was revised on the left hip due to a greater trochanteric bursa with clear bursal fluid and yellow mildly turbid joint fluid. Medical records indicate patient was revised on the right hip due to turbid blood stained synovial fluid, mild synovitis, and osteolysis. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged the patient suffered high concentrations of various metallic elements due to the failing asr hip implant.